Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings:. Reboots were observed in the black box download. Battery compartment is cracked alongside of pump. No damage found to battery cap. Battery cap attaches securely to pump. Pump exercised 24 hours with no power issues occurring. Battery cap contact height and width found within specification. Corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.